Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had experience a hyperglycemic incident. Customer reported a blood glucose of 408 mg/dl. Customer stated the event was severe in nature and recovered on (B)(6) 2017. Customer mentioned the site stated the event was anticipated. Ketones were noted in the blood and measured .80 due to site problems with the infusion set. Customer treated high blood glucose with manual injections and the reservoir and infusion set were changed, improvement was noted. The insulin pump is not returned for analysis.